Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified medication via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified concentration of intragam, at an unspecified rate. The customer contact reported two hours after the delivery was started and after two bottles of intragan were delivered, an unspecified volume of solution leaked from the clave secondary port on the cassette of the primary tubing set. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.